Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive up button due to corroded keypad traces. The insulin pump was unable to perform operating currents test or verify weak battery alarm due to unresponsive button. The insulin pump was had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm and a weak battery alarm during bolus. The customer also reported that they were having problems with the buttons. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.